Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 379 mg/dl and the customer skipped lunch to lower the bg level. The customer did not know what caused the high bg. As the event had occurred prior to contacting tandem customer technical support (cts), troubleshooting was not performed and cts advised the customer to discuss the event with a healthcare provider.